Manufacturer narrative:
Additional information received reported the patient still isn't so happy with the outcome, but it's better than before. Also, the second intraocular lens has not been explanted. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A product evaluation/testing was not performed as no product was returned. The complaint cannot be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted from a female patient's right eye (od) due to intractable glare and poor quality of vision. It was stated that both eyes (ou) were effected, however; as of now they have only explanted the right eye. The doctor is hoping with exchanging of the patient's dominant eye's iol, perhaps they can avoid the left eye implant removal. There was no sutures or vitrectomy required. There was slight wound enlargement to accommodate iol which was folded intra-camerally. There was no post-op incident reported.